Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma,"minimal amount of homogeneous laminar fluid as seroma-late event", rupture, autoimmune syndrome induced by adjuvants the reported events capsular contracture, granuloma, autoimmune disorder, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported " patient experience hair loss, intestinal and emotional changes and distress, symptoms compatible with asia syndrome (autoimmune syndrome induced by adjuvants), intracapsular rupture and capsular contracture, depression, developing diseases, concern about recall, sectioned gallbladder chronic calculous cholecystitis caused by overuse of breast pain medication, fibromyalgia, pain, fatigue, mood change, patient presents motor and functional limitation, granuloma wall with diffuse fibrosis, patient develop inflammatory/immune process, anxiety, radial folds and minimal amount of homogeneous laminar fluid diagnosed by MRI and calcifications diagnosed by mammography". This record is for the right side. Device has been explanted.